Manufacturer narrative:
A ge service representative performed an onsite investigation. The video cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the screen was black and would not display images. There is no report of pt injury associated with this event.